Event description:
Reporter alleged the lancet needle from the multiclix kit system used in finger-stick blood glucose testing would not retract after use. The location of the testing was not provided. As a result, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. Multiclix system: catalog# 04466152160.

Manufacturer narrative:
The suspect product is the multiclix lancet.